Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and determined the shock impedance had been rising for approximately the last five months, with one instance of a spike reaching out-of-range values. The plan is to follow up at a future in-clinic visit. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.